Manufacturer narrative:
Walkmed infusion observed this device innaccurately delivered fluid (by an unknown amount). Based on a revision to the risk analysis for the triton infusion pump, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device failed its delivery accuracy test. Further product evaluation of the pump attributed the inaccurate delivery to a defective component. The pump was originally returned to walkmed infusion as it was reported to have produced an error message (system error code 13).